Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.